Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative company representative regarding a patient receiving bupivacaine 30mg/ml at 21.013mg/day and dilaudid 15mg/ml at 10.507mg/day via an implantable pump. Theindication for use was spinal pain. A volume discrepancy was reported. The arv (actual reservoir volume) was 7ml and the erv (expected reservoir volume) was 1.6ml. Per the reporter they noticed the discrepancy starting in september but the reporter did not have any details. There was a motor stall on september 2nd that lasted 32 minutes and the reporter believed this was due to an MRI and planned to double check. The reporter stated the patient was still in pain. The reporter planned to follow up with the healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that no troubleshooting was performed in relation to the volume discrepancy and the motor stall was believed to be due to an MRI. It was confirmed that the motor stall was due to an MRI. No actions were taken to resolve the volume discrepancy. The patient¿s pain had not been resolved. No relevant interrogation print-outs were available, interrogation was performed with the clinic¿s physician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.